Manufacturer narrative:
Complaint conclusion: while deploying a smart control, iliac (7 x 80 mm) to the mid superficial femoral artery (sfa), it was reported that the stent started shrinking. What was supposed to be an 80 ml stent in the end turned out to be about 50 ml stent.  Another stent was placed proximal to the smart control stent used to ensure proper flow. The patient was not harmed in the process. The product was prepped per IFU (instructions for use). The delivery of the stent delivery system (sds) to the lesion was contra lateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion.  There was no unusual force used at any time during the procedure. The stent delivery system did not pass through any acute bends.  The target lesion vessel diameter was roughly 6 mm.  The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter.  The target lesion vessel length was roughly 60 mm.  The percent of stenosis of the target lesion was roughly 60-70.  The lesion was partially calcified and there was no vessel tortuosity.  After deployment under fluoroscopy the stent appeared scrunched together like it was bunched up. It did not hinder the completion of the case. The product was returned for analysis. One non-sterile smart control, iliac 7 x 80 mm sds was returned. Per visual analysis the unit was returned deployed (no stent was returned). The locking pin was not returned. The outer member was noted to be separated at 12 cm from ID band. Also, blood residues were noted on the device. No other anomalies or damages were noted. Per sem analysis the separated section of catheter body revealed plastic deformation and elongations. This is evidence of an application of a tension force that induced the separation. These characteristics suggest pulling or stretching events. This was confirmed on the analyzed broken wire which showed ductile dimples condition at the rupture point. No other issues were found during sem analysis. A device history record (DHR) review of lot 17374430 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-incorrect length - in patient¿ was not confirmed through analysis of the returned device as the stent remains implanted in the patient and was not returned for analysis. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by plastic deformations and elongations noted on the outer body at the separated section and ductile dimples on the broken wire noted during analysis which are indicative of the application of excessive force. If the sds is not held in a stable position during deployment stent shortening or elongation or inaccurate placement may occur. According to the instructions for use ¿do not attempt to drag or reposition the stent, as this may result in unintentional stent deployment. Introduction of stent delivery system a. Ensure locking pin is still in place. B. Advance the device over the guidewire through the hemostatic valve and sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an introducer sheath for the implant procedure, to protect puncture site. An introducer sheath of a 6f (2.0 mm) or larger size is recommended. Slack removal: advance the stent delivery system past the stricture site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target stricture. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft, either outside or inside the patient, may result in deploying the stent beyond the target stricture site. Stent deployment: verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target stricture. Ensure that the introducer sheath does not move during deployment.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17374430 was performed and the following was found:review of lot 17374430 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.  The product is coming back but not yet received.  Additional information will be submitted within 30 days of receipt.

Event description:
While deploying a smart control, iliac (7 x 80 ml) to the mid superficial femoral artery (sfa), it was reported that the stent started shrinking. What was supposed to be an 80 ml stent in the end turned out to be about 50 ml stent.  Another stent was placed proximal to the smart control stent used to ensure proper flow. The patient was not harmed in the process. The product will be returned for analysis.  The product was prepped per IFU. The delivery of the stent delivery system (sds) to the lesion was contra lateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion.  There was no unusual force used at any time during the procedure. The stent delivery system did not pass through any acute bends.  The target lesion vessel diameter was roughly 6 mm.  The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter.  The target lesion vessel length was roughly 60 mm.  The percent of stenosis of the target lesion was roughly 60-70.  The lesion was partially calcified and there was no vessel tortuosity.  After deployment under fluro the stent appeared scrunched together like it was bunched up. It did not hinder the completion of the case.